Event description:
Patient undergoing cystoscopy with laser photo vaporization of the prostate. During procedure laser tip broke inside the bladder. The tip was retrieved intact with the use of a zero-tip basket. The operation then continued with a new laser fiber. When the basket was returned to the tech it was noted that the basket was intact but could not be extended.